Event description:
It was reported that the patient was not healing from the procedure. The weakness and pain in the legs appeared to be worsening. X-ray was taken and the result showed that the lead had slightly migrated. The physician attempted to move the lead but there was too much scar tissue so he opted to explant the system instead. The explanted devices were discarded per hospital policy and the patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: scs-ipg-r-MRI, model: sc-1232, serial: (B)(4), batch: (B)(4).